Event description:
It was reported that the bed is experiencing various issues. No adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation determined that the user facility attempted to fix a cable issue in one of the siderails and in turn, introduced a variety of issues as the original issue was not corrected properly. A stryker field technician was called in to fix the issue. The bed was repaired and returned.